Event description:
At the start of the dobutamine stress echocardiogram I had the pump completely primed and programmed. As I went to start the test I pressed primary run button and it seemed to start but then we heard a high pitched alarm from pump, there was nothing on the screen so I plugged the pump in which had only been unplugged for a few minutes, the message said pump failure on the screen and the error message came across on the side where we program the rate. I turned it off and attempted to reprogram it but the alarm noise and the error message reappeared so we changed pump and continued with test without any problems. Patient had not received any dobutamine before changing pump. Pump taken out of service and clinical engineering request for repair was completed.